Event description:
The customer reported a hemoglobin (hgb) out of range error on a coulter lh 500 hematology analyzer. Customer technical support (cts) assisted the customer in troubleshooting the issue. A leak of clear fluid was also identified due to disconnected tubing. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer observed that the white blood cell (wbc) bath was empty, although it should have been filled with diluent. The customer found that tubing in the main diluter module had come loose from the y-fitting. The customer reconnected the tubing to resolve the issue. (B)(4).